Event description:
It was reported that during a da vinci si surgical procedure, the permanent cautery spatula instrument had limited wrist movement. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the alleged complaint. Engineering found a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp still remained in the clevis. The clevis did not exhibit excessive damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.